Manufacturer narrative:
H3: one device was received for evaluation. It was reported that complaint of ¿the pump was showing cassette not attached error¿. Confirmed by performing visual and functional pvt. Pump displays ¿cassette not attached properly¿ alarm while performing occlusion test. Replaced dso sensor to fix this. Upon further investigation, found that front and rear housings are damaged, air detector is too high, battery compartment is damaged, battery door is damaged, lcd lens has deep scratches, dso seal is delaminating, uso seal is buckling, and battery spring solder service is damaged on main board. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the pump was showing cassette not attached error. The event occurred during testing.